Event description:
Caller reported alarm 2 followed by alarm 26. The alarm did not adversely impact the customer's blood glucose level. The caller was instructed to disconnect from the site, load a new empty cartridge, and deliver a 9-unit bolus, which was completed successfully. Technical support arranged for a one-time replacement of the pump, with the customer continuing to use the current pump for insulin delivery until the replacement arrived.